Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve a pre-bav was performed through esheath w/ a 20mm true balloon. Then loaded the 29mm sapien3 ultra resilia, prepped per IFU to nominal specs, into the 16f esheath, and some slight resistance near the lateral circumflex femoral artery (lcfa) area, but the valve passed. The valve was tracking through and all of sudden stopped. On a closer look at fluoro, the valve seemed to be outside the esheath and when pushing the delivery system, the flex catheter seemed to be buckling and prolapsing, possibly outside the sheath. The implanter opted to try and take the whole system out as one unit and valve was stuck and would not come out. A decision was made to place an aortic occlusion balloon through contralateral access. The patient's blood pressure was dropping rapidly, and cardiopulmonary resuscitation (CPR) was initiated. The surgeon needed to get access to go on cardiopulmonary bypass (cpb) and a sternotomy was performed, and the patient was cannulated. The heart team was able to remove the valve and delivery system eventually with additional incisions down the abdomen and left groin area. The patient was stabilized, and the surgical team opted to place a new edwards surgical valve while sternotomy was available. The patient was transferred out of the hybrid or hemodynamically stable. Follow-up indicated that the implanter felt the anatomy, seam on the sheath, calcium, and valve all lined up perfectly which may have allowed the delivery system (ds) to protrude from the sheath. The delivery system may have caught on calcium on one turn in the vessel and then may have jumped forward after. It appeared that after they tried to remove the valve and system there was a bent strut on the outflow side. The bent strut was noticed on fluoro and may have happened when pulling back. The patient expired 11-12 days after the procedure. The devices are not available for return.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08642. The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery revealed the following: access vessel had severe tortuosity and moderate calcification, per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of frame damage was confirmed based on the provided imagery. Multiple attempts were made to remove the system, as reported. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. In this case, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra).